Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the blade on the insert accessory was broken. The broken piece was about 0.329 long. It was concluded that the damage to the insert accessory was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci nissen fundoplication procedure, the tip of the harmonic ace insert accessory detached. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.